Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the batteries in the insulin pump were only lasting from one hour to four hours. The customer¿s blood glucose level was unknown at the time of the incident. After several battery changes, the issue was not resolved. It was reported that neither the battery compartment nor battery cap were damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged electronic assembly on printed circuit board. Unable to verify low battery alarm, power loss alarm or perform functional testings due to blank display. Unit was received with faded serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay.